Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle clogged / blocked for lot #9030851 item #990193. A device history record (DHR) review was performed on the columbus batches associated with the curitiba batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd precisionglide¿ hypodermic needle was clogged and unable to deliver medication. The following information was provided by the initial reporter: the needles are clogged, when inject the medicine does not leave. There was no damage to the patient/health professional. The medicament used was: glucose 50% and polidocanol 0,5%. Also, the customer informed that around 20 units (of the box with 100 units) came defective.